Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the revision procedure to explant the 7736 right atrial (ra) lead due to dislodgment and high threshold values, this lead was attempted. During the revision procedure to implant the new lead, normal sensing values were observed; however the threshold values were still high. After repositioning the lead several times, there was difficulty to deploy the helix. It took greater than 30 turns to extend the helix; therefore, the lead was cut and thrown away. Another lead was implanted, and all measurements were stable. No adverse effects to the patient were reported.